Event description:
The service report shows the audio alarm is intermittent. The mallinckrodt customer support engineer (cse) verified the audio alarm functioning intermittently. The cse inspected the device and replaced the audio alarm. The unit passed extended self testing. There was no report of any pt involvement or injury. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.